Manufacturer narrative:
The reporter's strips were returned for investigation. A visual inspection was performed on the returned vial. The appearance of the returned vial is acceptable. All testing with the returned strips produced acceptable results and no strip defects were observed. A batch record review was performed and no non-conformances were identified. Every three months, retention testing is performed. No issues were observed with the reporter's strip lot. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meters. At 13:16, the result from meter serial number (B)(4) was 21 mg/dl. At 13:18, the result from meter serial number (B)(4) was 80 mg/dl. The result of 21 mg/dl and 80 mg/dl were from the same puncture site.